Manufacturer narrative:
The monopolar curved scissors (mcs) instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have the blade melted at the tip. Both of the blade tips were melted at the tip causing the blades not to close properly. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing procedure, the 8mm monopolar curved scissors (mcs) instrument tips look broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tips of the scissors appeared to be chipped and/or bent.